Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the hosp with a high blood glucose reading of 698 mg/dl. The father stated that the cannula was bent when the infusion set was removed. The father also stated that the insulin pump was cracked near the reservoir compartment. Advised the father that the insulin pump would be replaced. Nothing further was reported.